Event description:
"It was reported that, when the surgeon screwed the 6.5 cancellous bone screw by using the universal driver shaft, the tip of the universal driver shaft was broken. Then, the surgeon removed the fragment of the one from the patient body. The patient did not receive any health damage in this event."

Manufacturer narrative:
Summary of evaluation: the results of the investigation performed indicated that the tip of the driver fractured in torsional shear. This facture mode is observed when driver is over torque, excessive wear due to repeated use of the driver and extreme angulations of the driver tip within the screw head.